Manufacturer narrative:
Report number 2124215-2021-18186 refers to the pump adhesion. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) pump adhered to the scrotal wall. The pump was removed and plugged before activation, three weeks after plugging, the tubing exited the scrotal wall resulting in erosion. The physician cut the tubing lower and implanted a new pump in a new location. The physician believes that the previous pump was placed too close to the scrotal wall. The patient fully recovered.